Event description:
Customer reports that she is missing segments on her display. She also reports that she received results of 50mg/dl, 58mg/dl, and 157mg/dl on the same device back to back. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.